Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device and a photograph of the sample were received for evaluation. The actual sample was received with only a partially filled solution. Visual inspection was performed on the actual sample and no particulate matter could be observed in fluid pathway of the actual container. The fill port cap was removed and no issue was observed of the connector or cap area of the actual sample. The photograph was reviewed and a white polymeric appearing elongated particle possibly of acrylonitrile butadiene styrene material was observed in fluid path on the right side of the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Initial reporter address: compounding facility state rd. 24. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long strand particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during the visual inspection process. There was no patient involvement. No additional information is available.